Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient experienced no symptoms at all. Additionally, it was clarified there were no trajectories, the system wouldn¿t register. When sliding the bar between CT and x-ray during the registration phase, they had tried multiple times to get green values after the images merged to proceed with robot case. They were only able to achieve green values at l5 and there was shift between the images so they did not proceed with using the robot for the case. The surgeon free handed the screws.

Manufacturer narrative:
H2) additional information in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the deviation seen was "maybe" 1 to 2 millimeters.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that while setting up for surgery, the manufacturer representative (rep) was unable to register the patient. The rep had taken ap and oblique images and noted that segmentation looked good before moving to registration. However, during registration merge, the rep noted that all registration points had red values. The rep went back and adjusted segmentation lines, however they were unable to get registration values to turn green. The rep took new ap and oblique images and returned to registration after noting segmentation looked good. In registration, the rep was able to get 5 green values but noted the s1 registration point remained red. The rep continued to adjust segmentation lines but was unable to get s1 to turn green. Upon discussion with surgeon, the rep moved forward with registration and decided point s1 would be done manually. However, during registration, there was a noticeable jump between CT and x-ray images despite 5 green registration points. Use of the robot was aborted and the surgery was continued. There was no reported impact to patient's outcome and surgical delay was less than one-hour. Navigation was also noted to be aborted. Additional information received from a manufacturer representative reported that the issue was caused by the pre-operative scan.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A23 captures the registration issues and a0908 captures the noticeable jump between CT and x-ray images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.